Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of occlusion is listed in the perclose prostyle instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Although it is unknown if the device was a proglide or prostyle, the prostyle IFU will be used.

Event description:
User facility medwatch received, stating:"perclose device used after procedure in cath lab. Patient developed clot in femoral vessel, had to return to operating room for thrombectomy. Several cases of similar issues have noted recently by the cath lab. Cath lab manager notified the abbott rep of issues and sent images of abnormal vessels noted on angiography after use of perclose device." Subsequent to received medwatch report, additional information was received: it was reported this was a vessel closure of an unspecified vessel with a perclose device. The vessel was noted to be stenotic after perclose use. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: user facility medwatch report number mw5115241.